Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photo depicted a tube with a stopper inside of it, detached from its hemogard shield, all while in an automated testing machine. A total of 29 retained samples were tested, with functional tests indicating that all samples passed, as none of the samples failed the tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the cap is separated from the stopper while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the cap is separated from the stopper while on the analyzer. No adverse impact was reported regarding the patient or user.